Event description:
The report received from affiliate indicated that the balloon burst in an unk target vessel. There was no report of any adverse consequence to the pt. As per the reporting affiliate, no additional pt or procedural information is available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.